Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The sheath was not returned for evaluation. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter and inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty during insertion. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during initial use of the intra-aortic balloon (iab), a fiber optic sensor failure occurred. The iab was removed and replaced with a new one. It was noted that the second iab could not be inserted through the sheath. The second iab was also removed and replaced with a third one to continue therapy. There was no patient harm or adverse event reported. This report is for the second iab used. A separate report will be submitted for the first iab.